Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined troubleshooting from tandem technical support. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.